Manufacturer narrative:
The tubing section was cut at the point of the split by the facility and returned to cobe for evaluation. Visual examination of the tubing showed a small (1/4") section of the tubing had been rubbed down from the tubing roller guides. At one end of this year, there was a hole that appears to have been caused by the roller guide piercing it. This visual examination supports the description provided by the user facility. That facility reported that the rupture was caused by migration of the tubing in the arterial head raceway of their heart-lung perfusion equipment. They also were able to duplicate the event on another heart lung machine. New tubing guides were added to the inflow clamp or arterial head pump to prevent future migration of tubing. Visual inspection was added to pre-by-pass checklist and scan during any apb run. In conclusion, the event was caused by failure to completely secure the tubing in the equipment not by a defect in the tubing.

Event description:
Prior to cpb and during the pump run, there was no indication of arterial head boot excess in the raceway. Near the end of the procedure prior to termination of bypass, the pump header tubing split resulting in loss of approximately 500 cc of blood. Cpb was terminated and patient was filled with adequate blood volume and ventilator was started. No apparent injury to patient.